Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer's last blood glucose reading was 1100 mg/dl. Caller stated that her boyfriend found her in a diabetic coma and had a heart failure. Caller stated that the customer was in the hospital 4 days before passing. Nothing further was reported.